Manufacturer narrative:
Follow up 4/8/2016: the customer had prefilled a new cartridge prior to calling tandem technical support and did not know how much the cartridge was filled with. During troubleshooting with tandem technical support, the pump requested a minimum of 50 units during the load process. The customer loaded a new cartridge while on the phone with tandem technical support and was able to complete the load process. There was no reported impact to the customers blood glucose level. The customer declined to provide follow up information on hospitalization. Multiple follow up attempts were made to obtain additional hospitalization information that were unsuccessful. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load the cartridge multiple times. The customers blood glucose level was not impacted due to the cartridge error. The customer did not have another cartridge to load during the call with tandem technical support. The customer reported to be in the hospital with diabetic ketoacidosis (dka) and declined to troubleshoot with tandem technical support.